Event description:
Profound and permanent neurological injuries [nervous system disorder]; diagnosed with severe polyneuropathy in 2009 [polyneuropathy]; severe and permanent physical injuries/ other injuries [injury]; diagnosed with excess zinc [blood zinc increased]; copper depletion [blood copper decreased]. Case description: an attorney reported that their client, an adult male age (B)(6), used fixodent denture adhesive cream, version unk and super poligrip denture adhesive cream as his products of choice for his dentures and reported the following: profound and permanent neurological injuries, diagnosed with severe polyneuropathy, excess zinc and resulting copper depletion in 2009, severe and permanent physical injuries and other injuries that have left him unable ot perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.